Event description:
This polaris adjustable pressure valve spv was implanted to a patient in 2005 24 hours after implantation, the valve seemed to be not functional. The neurosurgeon thought that the resistance began probably too high and the pressure of opening did not more correspond to the displayed pressure. So, the neurosurgeon revised the valve.

Event description:
This polaris adjustable pressure valve spv was implanted to a pt in 2005. 24 hours after implantation, the valve seemed to be not functional. The neurosurgeon thought that the resistance began probably too high and the pressure of opening did not more correspond to the displayed pressure. So, the neurosurgeon revised the valve.